Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during archive data, and visual inspection. Zoll service was able to clear the ua 45 by moving the drive shaft to the home position with no resistance. The most probable root cause for user advisory au45 was due to user error. The autopulse platform functions as intended, there was no device malfunction. Unrelated to the customer event, the front enclosure was found to be damage and the battery lock clip was found to be bent, both of these parts were replaced to correct the issue. The autopulse platform passed functional test using patient large resuscitation test fixture (lrtf) after the drive shaft was rotated to home position. A review of the autopulse's archive data was performed and it showed multiple ua45 error messages on the reported event date of (B)(6) 2019, thus confirming the reported complaint. In addition, the archive data also showed a couple of user advisories ua17 (max motor on time exceeded during active operation) and ua18 (max take-up revolution exceeded) to have occurred on the reported event date. " these additional ua error messages were cleared by the user as the archive shows normal exit. " user advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
It was reported that autopulse platform system (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error code, and the drive shaft will not rotate. No consequences or impact to patient. On april 15, 2019, received additional information from the customer indicating that the problem started during patient's use, the autopulse platform kept pausing after several compression and asking to check lifeband placement. This occurred 3 or 4 times, customer removed the autopulse platform and switched to manual cardiopulmonary resuscitation (CPR). When they returned to the station, they realized that they could not rotate the drive shaft by hand and it was not indexing the "home" position.